Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 6 out of 6 returned display boards. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 6 out of 6 returned lvp display board assemblies with dim segments. Device inspection: physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only lvp display board assemblies were provided for the investigation.

Event description:
It was reported that the (6) lvp device had dim segment on the led display, as stated by biomed; "so far the dim segments have only been on the rate led¿s and most commonly the right most led,occurred multiple unspecified dates in (B)(6)." The customer confirmed that there was no patient involvement.